Manufacturer narrative:
(B)(4). It was reported that mesh was implanted on (B)(6) 2010 due to urinary stress incontinence, uretocele, cystocele and paravaginal defect with concurrent anterior repair, paravaginal suspension and cystoscopy. It was also reported that following insertion, the patient experienced pelvic pain, scarring and pain to suburethral sling, pelvic adhesive disease and a right ovarian cyst resulting in total abdominal hysterectomy, lysis of adhesions, right salpingo-oophorectomy with removal of submucosal sling, anterior colporrhaphy, and paravaginal suspension on (B)(6) 2012. It was further reported that on (B)(6) 2011, the patient had a revision of mesh and closure of wound due to vaginal dehiscence and mesh erosion. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure in (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that the patient underwent a surgical procedure on (B)(6) 2011 for total abdominal hysterectomy, lysis of adhesions, right salpingo-oophorectomy with removal of submucosal sling, anterior colporrhaphy, and paravaginal suspension. It was also reported that the patient underwent a surgical procedure on (B)(6) 2011 for revision of mesh and closure of wound due to vaginal dehiscence and mesh erosion.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
.